Event description:
The customer reported to olympus that there was no image displayed while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Evaluation findings include the following: the adhesive on the bending section cover had a chip, and the switch button one (1) was damaged. Additionally, the following device components were found to be scratched: switch button one (1), the bending section cover, the control unit, the grip, the light guide (lg) connector, the lg cover glass, the video connector case, and the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.